Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a physician from (B)(6) of peritonitis coincident with dianeal-n pd4 1.5% therapy (ip) for renal failure chronic. The action taken with the dianeal therapy was not reported. During a call with baxter (B)(4) technical service center, the following was reported. On an unreported date, the patient had physical deconditioning and an ambulance was called. Treatment was not reported. Follow up information was received on (B)(6) 2012. This case was medically confirmed. The event of physical deconditioning was amended to peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.